Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a steady increase in shock impedance to out-of-range values. All other rv lead measurements were stable, with only a small increase in rv pacing impedance (still well within range). Technical services (ts) was contacted, and troubleshooting recommendations were provided. This rv lead remains in service. Please note the model/serial number of the lead has been updated/corrected since previous report submission.

Event description:
It was reported that this right ventricular (rv) lead exhibited a steady increase in shock impedance to out-of-range values. All other rv lead measurements were stable, with only a small increase in rv pacing impedance (still well within range). Technical services (ts) was contacted, and troubleshooting recommendations were provided. This rv lead remains in service.